Manufacturer narrative:
No further information concerning this report is available at this time. The product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to helix retraction issues. The lead was pulled out to remove tissue from the lead tip, the access become occluded but the lead was successfully replaced. No additional adverse patient effects.